Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 450cc mentor memorygel breast implants experienced left sided baker grade IV capsular contracture and a right sided cutaneous contour deformity post procedure. The capsular contracture was diagnosed at the physician¿s office. As a result, an explant and replacement with 70cc high profile implants is planned for (B)(6) 2021. The left sided capsular contracture was reported initially under 1645337-2021-04982 on (B)(6) 2021. On (B)(6) 2021, mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.